Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. Upon return, the oneway valve was connected and tethered to the short driveline tubing. The bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sam-ple. No blood was noted within the helium pathway of the iabc. No sheath was returned with the iabc. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The customer photos were reviewed. The first three photos show views of the patient under x-ray. The last three photos show views of the iabp display; no alarms were noted. It was reported that "surgeon, removed original catheter. It was discovered that he removed the balloon through the sheath and attempted to place a rediguard through the remaining fiberoptix sheath.". This information indicates that the user removed the iabc through the sheath. As a result, an in-service for the customer is being requested to reiterate the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 0.2cm from the iabc distal tip. Blood was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 81.6cm from the iabc luer. No blood or debris was noted. The central lumen was likely blocked by dried blood. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium alarm" is not confirmed. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifi-cations. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. Unrelated to the reported complaint, it was reported that, surgeon removed original catheter. It was discovered that he removed the balloon through the sheath and attempted to place a rediguard through the remaining fiberoptix sheath.". This information indicates that the user removed the iabc through the sheath. As a result, an in-service for the customer is being requested to reiterate the instructions for use (IFU).

Event description:
It was reported "helium alarm" that started after catheter placement in the or. The surgeon decided to remove the balloon and replace thecatheter with a non-fiber option.once sheath exchanged, rediguard inserted without difficulty". The same iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium alarm" that started after catheter placement in the operating room. The surgeon decided to remove the balloon and replace thecatheter with a non-fiber option. Once sheath exchanged, rediguard inserted without difficulty". The same iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".